Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed calibration error twice and change sensor. During troubleshooting customer mentioned the customer's blood glucose was 423 mg/dl. Troubleshooting for the high blood glucose was not performed as customer declined. Customer is not returning the insulin pump for analysis.